Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a ranger sl drug coated balloon. Visual and tactile analysis of the shaft noticed 4 areas of necking or stretching on the catheter shaft. One of the stretched areas was at 1.5cm from the strain relief, 1 at 31.5cm from the strain relief, 1 at 72cm from the strain relief and the final one at 142cm from the catheter shaft. Buckling/bunching of the guidewire lumen was also present. Buckling of the guidewire lumen started at 131cm from the strain relief and ended at 137cm from the strain relief. This was noticed through microscopic evaluation. There was an indication under microscopic evaluation that there was dried blood in the ID of the catheter. There was approximately 148 cm of the wire that was sticking out of the device which after evaluation was not damaged. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-00026. It was reported that device entrapment occurred. The 3.0mm target lesion was located in unspecified peripheral artery below the knee. A 3.0x150mm 150cm ranger sl balloon was flushed and advanced over a v-18 control wire. After advancing the balloon through the sheath and over the wire by approximately 65cm, resistance was felt and the balloon would advance no further. The balloon would also not pull back over the wire and seemed stuck to the wire. Several attempts were made to resolve the issue but with no success so the balloon and wire were removed through the sheath as one unit. The balloon had been prepped properly and had not been inflated. The procedure involved the treating the target lesion by access up and over aortic bifurcation. The procedure was completed successfully with a different balloon and wire. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID # 2134265-2016-00026. It was reported that device entrapment occurred. The 3.0mm target lesion was located in unspecified peripheral artery below the knee. A 3.0x150mm 150cm ranger sl balloon was flushed and advanced over a v-18 control wire. After advancing the balloon through the sheath and over the wire by approximately 65cm, resistance was felt and the balloon would advance no further. The balloon would also not pull back over the wire and seemed stuck to the wire. Several attempts were made to resolve the issue but with no success so the balloon and wire were removed through the sheath as one unit. The balloon had been prepped properly and had not been inflated. The procedure involved the treating the target lesion by access up and over aortic bifurcation. The procedure was completed successfully with a different balloon and wire. No patient complications were reported and the patient status is stable.